Event description:
Event description cpi received information that this bipolar lead was explanted due to dislodgement. Two days after the implant of this lead it became dislodged. The physician elected to perform an invasive procedure to remove and replace the lead. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.